Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an angiojet solent omni catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed multiple bends and kinks, and a severe kink located 119cm from the tip. Dissection of the shaft at the 119cm location showed that the hypotube was broken. Functional testing could not be completed due to the severe damage on the catheter shaft. No pressure reading could be reported. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 01-july-2021. It was reported that pump seal fault occurred. The target lesion was located in the right superficial femoral artery. An angiojet solent omni catheter was used for thrombectomy procedure. During the procedure, there was liquid in the pump after normal operation. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was satble. However, returned device analysis revealed a hypotube break.